Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized multiple times due to their blood glucose levels. Customer's blood glucose reading was unknown. Customer did not state their treatment method. Troubleshooting for the customer¿s low blood glucose was declined. Customer advised auto mode was not active. The insulin pump will not be returned for analysis.